Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a broken tip clamp, tube lifter, and 3 lld contact springs in the reported problem area of the pipette assembly. The tip clamp, tube lifter, 3 lld contact springs, and the x-arm of the pipette assembly were replaced . The instrument was insp, tested without further problem and returned to svc.